Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined since lot information was not available. Date of the event is unknown; the first day of the possible period is quoted as the date for reporting convenience. Lot history review could not be performed because lot information was unavailable. All the shipped products are inspected for meeting products specifications and shipping criteria; therefore, there is no indication of a product deficiency. Reported vessel dissection is thought to have occurred in relation with the microcatheter manipulation including advancement into a false lumen. Warnings section of the IFU describes "vessel dissection" as one of possible complications and adverse event.

Event description:
According to an article titled "retrograde approach for the recanalization of coronary chronic total occlusion: preliminary experience of a single center" in the chinese medical journal (2010;123(7):857863), a total of 42 patients underwent revascularization procedure for cto using retrograde approach within the same facility from july 2005 to november 2009. Of those, collateral related complications with no clinical sequelae occurred in 2 patients. In one patient, collateral dissection occurred during an attempt to cross a heavily tortuous collateral channel with corsair ((B)(4)). The other incident was collateral perforation when an unspecified device was used and protamine was given to the patient.